Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident. A technical support specialist (tss) dialed into the server to locate the original pocket based on details provided but was unable to find the specified drawers and pockets. The engineer requested the exact machine or station name from the customer for further verification. Later, the customer confirmed that staff at the location had unloaded the medication that was not receiving replenishment and loaded it into a different machine. Customer stated that the issue no longer needed to be fixed, the customer proceeded to close the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower a ghost pocket appeared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower a ghost pocket appeared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower a ghost pocket appeared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.